Event description:
The account generated an elevated wbc of 1.280 10e3/ul on a patient sample using the cell-dyn sapphire. The sample was repeated on a different analyzer with wbc of 0.100 10e3/ul. The smear showed a wbc of about 0.100 10e3/ul which matched the patient's history. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The initial and followup MDR was originally submitted under the incorrect manufacturer report number 1628664-2015-00072. The error was discovered upon review and this MDR is for the correct manufacturer site. (B)(4). During evaluation, it was communicated that the customer thinks the issue may have occurred at the time of sample suction. Pre-analytical factors in the sample may have resulted in the elevated wbc result; however, due to lack of submitted data, it is unknown what caused the elevated wbc result observed by the customer. No field service visit to the account was performed. A review of the product labeling concluded that the issue is sufficiently addressed. A review of product history including service and complaint history showed no product issue was identified for the cell-dyn sapphire. Based on this evaluation, a product deficiency for the cell-dyn sapphire instrument could not be identified.